Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-8216-50 serial #:(B)(4) description:artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent an explant procedure.